Event description:
It was reported via fax that while flushing cvc rubber coating on tego, ripped and was unable to be used. This caused a delay in treatment and risk of foreign bodies in blood stream. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).